Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that while performing a bariatric procedure, after blue test was done, one anastomosis was incomplete. It was first fire of device and experienced team did not recognized any problem during firing ( sound, cracks, sticking) all was smooth. All other anastomosis was achieved. The hole was on middle of resection line, few staples was not formed properly. All anastomoses was achieved by suturing by hand. Incomplete anastomosis was on esophageal retro wall. Surgery delayed due to the reported by 120 minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 7/21/2022 d4: batch # 510a18 updated device from a ets45 to a ats45 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a 6r45b reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger is locked. Once in the cavity, press the anvil release button to reopen the instrument jaws and return the closing trigger to its original position. To articulate the instrument, turn the articulating lever until it comes to a stop in either direction. To rotate the instrument, turn the rotating knob by applying pressure in a clockwise or counter-clockwise direction. The instrument shaft will rotate freely in either direction. Position the instrument around the tissue to be stapled. The tissue should be positioned between the black line at the distal end of the jaws and the black line at the proximal end, indicating the end of the staple line. The inner black line references the cut line of the device. After positioning the instrument jaws, close the jaws by squeezing the closing trigger until it locks. An audible click indicates that the closing trigger and jaws are locked. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Fire the instrument by squeezing the firing trigger completely with one continuous, smooth stroke until it rests on the closing trigger. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release button. While pressure is still on the anvil release button, slowly release the closing trigger. Gently pull the instrument away from the transected tissue and ensure the tissue is released from the jaws. To remove the instrument from the cavity, squeeze the closing trigger until it locks, closing the jaws. Remove the instrument through the trocar in the closed position. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.